Event description:
It was reported that the arctic sun device has water flow rate issue.per review of wo on (B)(6)2026, there was no patient involvement.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is due to a failed circulation pump. During evaluation, device received error 02 for low flow. Pump command was 100 percent, but water flow rate and pressure were zero. Circulation pump was replaced. The device underwent and passed testing after all repairs.review of the DHR did not indicate any manufacturing nonconformance that could have caused and/or contributed to the reported event.the complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related.based on the results of the investigation, no additional actions can be taken.this report references a us equivalent device. The us UDI equivalent for this product number is used.initial reporter phone: (B)(6)initial reporter name: (B)(6) h11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.